Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose level was 525 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer¿s spouse called the fire department to check on the customer. The fireman monitored the customer, but did not provide any assistance. Ultimately, the customer reverted to an alternate method of insulin therapy.